Event description:
The manufacturer became aware of an allegation of a simply go mini stating that the device is getting a tech fault alarm. The device was returned to a third- party service center for evaluation. During the evaluation of the device, the device they found out that the pca of the burned battery. In addition, failures in battery pca burned, rp-simply go mini-compressor contaminated, r-air side manifold assembly, sgm contaminated, rp-simply go mini rear enclosure damage, simply go mini front cover damage. Rp-sgm warning label intlrist. Error codes are found in the device. The compressor, battery pca, sieve bed canister are going to be replaced. The device was routed to scrap. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.